Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. It was noted after a pre-implant balloon aortic valvuloplasty, that the patient developed a left bundle branch block (lbbb) and persisted after implant. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned, was confirmed to be at the bottom of the non-coronary cusp. The valve was re-sheathed twice during procedure due to missing the left coronary cusp. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 4mmm. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The patient was stable at the time of report. The cause of the patient's lbbb is attributed to patient's anatomy and conduction pathways. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of left bundle branch block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, cause for the reported heart block attributed to patient's anatomy and conduction pathways. However, this cannot be confirmed. There is no allegation of malfunction against the abbott device or procedure. The reported surgical intervention was the result of case-specific circumstances, as permanent pacemaker implant was performed.